Manufacturer narrative:
Block b3: date of event was approximated to 12/01/2024 based on the date the manufacturer became aware of the event. Block e1: initial reporter facility name: department of urology faculty of (B)(6) university. Block d4, h4: the complainant was unable to report the suspected device upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0506 captures the reportable event of bleeding. Patient code e2114 captures the reportable event of perforation. Impact code f2302 captures the reportable event of blood transfusion. Impact code f23 captures the reportable event of unexpected medical intervention. Literature source: abdelwahab, k., elderey, m. S., desoky, e., elsayed, e. R., seleem, m. M., & ahmed, e. (2023). Pediatric mini-percutaneous nephrolithotomy using self-retained screwed amplatz sheath vs ordinary sheath. Journal of endourology, 37(4), 394-399. Https://doi.org/10.1089/end.2022.0540.

Event description:
It was reported that to boston scientific via an article published in journal of endourology that a study was conducted to evaluate the use of a new 16f mini-screwed sheath in pediatrics in comparison to a 16f ordinary amplatz sheath. The study included data from 67 patients between january 2019 and september 2021. These patients were randomized in two groups, being 34 in group a and 33 in group b. It was said that an amplatz sheath dilator was used during the acute dilatation for those patients in group b. Complications within the study for the group b patients included blood loss in 3 cases, pelvicalyceal system perforation occurred in 4 cases, and 6 patients experienced clavien complications grade I and ii. Additionally, the need to introduce a nephrostomy tube after the procedure was required in 22 patients.